Event description:
Boston scientific informed: patient was admitted for an ra and rv lead revision due to out of range impedances that were discovered during a routine pacer interrogation. Leads were inspected under flouro and looked to have possible subclavian crush. Leads were capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.